Event description:
Home patient (hp) contacted baxter's technical service center (tsc) in regards to the system error 2240 alarm that occurred during a dwell in their automated peritoneal dialysis (apd) therapy. Nothing unusual was noted in supply setup. Tsc assisted hp in ending their apd therapy early, and advised hp to setup with new supplies to complete therapy, however, hp cycled the homechoice machine off/on and continued with the same supplies. No patient injury or medical intervention was associated with this incident per hp and rn.